Event description:
It is reported a small amount of rectal bleeding was noted during use of the fms signal, date of fms insertion not known. It was also noted upon deflation of the fms balloon it had been over inflated to 75ml of fluid. The end user had multiple co-morbidities and was receiving heparin therapy. Confirmation is noted that the device was removed and no new device was inserted. No further bleeding noted after the fms was discontinued on evening of (B)(6) 2014 and no ulceration of rectal mucosa that the wocn is aware of or can locate. No other interventions provided and no serious injury reported.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Wocn has confirmed they discontinued device, and will not be inserting new one. Not known if patient admitted with any type of upper or lower gi bleed or history. This is all the information provided. Additional information received stating that three attempts were made to obtain additional information are as follows: first attempt made on (B)(4) 2014 complainant out of office; second attempt made on (B)(4) 2014 message left. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.